Manufacturer narrative:
Batch review performed on 06 december 2019 lot 1902671: (B)(4) items manufactured and released on 19-jul-2019. Expiration date: 2024-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.0022l femoral component sphere cemented size 2+ l lot. 1900302 (k140826) batch review performed on 06 december 2019 lot 1900302: (B)(4) items manufactured and released on 22-may-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex size 2/10 mm l lot. 1811442 (k121416) batch review performed on 06 december 2019 lot 1811442: 120 items manufactured and released on 29-mar-2019. Expiration date: 2024-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon performed a washout and liner exchange performed for suspected infection 2 months and 1 week after primary. The surgery was completed successfully.